Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06773, 2938836-2019-06774. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Further information is not available as hospital privacy regulations prevents the hospital from releasing the information.

Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece measuring 5.5 cm. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.